Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to the implanting physicians' dissatisfaction with its current placement. The physician also noted the presence of inappropriate pause episodes. Boston scientific technical services recommended disabling event storage in the latitude clarity system prior to the procedure to avoid storing false episodes during repositioning. Event storage can be re-enabled after the procedure. A replacement was implanted, and no additional adverse patient effects were reported. The device will not return, as it was retained by the hospital.